Manufacturer narrative:
The field service technician on site could not duplicate the shutdown issue. As a precaution the technician re-calibrated the screen, reloaded modules software, and re-seated cables. A functional test was performed and the unit passed and was returned to service. The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Event description:
The user facility report a system shutdown during segment mode. The unit was powered back up to finish case. No patient impact was reported.

Manufacturer narrative:
System was returned to service. Could not duplicate the issue. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.